Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg had reached its end of service. Surgical intervention was undertaken on (B)(6) 2024, where the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The ipg was explanted and replaced due to patient¿s ipg reaching end of life. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.